Event description:
The customer reported that the system's collimator would not open and close properly outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections were checked and the calibration files were unloaded and reloaded. The dose rate was also adjusted. The system was tested and found to be working as intended and put back into service.